Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information received from the field which indicated that the lead was repositioned. No adverse patient effects reported.

Event description:
Additional information received from the field which indicated that the lead exhibited high threshold which was discovered through the routine device check. This clinical observation led to the discovery of lead dislodgment. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).